Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of finished product device history record determined that this order met all dimensional and visual criteria at the time of release, with no irregularities documented. Review of the raw material blank device history record found no irregularities.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the patient sustained a clavicle shaft fracture in a traffic accident and underwent a procedure for osteosynthesis on 6/16/13 with a locking compression plate superior-anterior clavicle plate and screws. The wedge fracture was fixed with lag screws from inner bone fragment toward distal fragment. The plate with extension was used from inner bone fragment toward the proximal fragment. The patient started the passive and active exercise within the limits of 90°. And then, the patient was released from the hospital and continued to the rehabilitation on (B)(6) 2013. The patient was advised from the doctor not to lift heavy weights in daily life. On (B)(6) 2013, the plate was noted as broken. A procedure to remove the broken plate was scheduled for a future date. This report is 1 of 9 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis.

Event description:
The patient underwent further surgery for removal of the plate in question and exchange to competitors¿ plate on (B)(6) 2013.